Event description:
It was reported that sometime post catheter placement, the catheter was allegedly ruptured from the extension leg. It was further reported that the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one glidepath d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 10.5 cm distal to the distal end of the y-body. However, the edge of the complete circumferential break was jagged, with a smooth break surface. The investigation is confirmed for the reported catheter fracture issue, as a complete circumferential break to the extension leg was noted approximately 3.1 cm proximal to the proximal end of the y-body. The edge of the complete circumferential break on the extension leg was smooth, with a partially granular surface texture. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b3, d4 (expiry date: 04/2022), g3. H11: h6 (result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that sometime post catheter placement, the catheter was allegedly ruptured from the extension leg. It was further reported that the catheter was removed and replaced. There was no reported patient injury.